Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for an unknown indication. It was reported pump was eroding thought the pocket. The event/difficulty occurred on (B)(6) 2019 during normal use. The pump was implanted on (B)(6) 2019. The patient¿s caregiver noticed the patient¿s 40ml pump was starting to erode through his pump pocket on (B)(6) 2019. The patient used to have a 20ml pump but had exchanged it to a 40ml due to battery end of life. The physician believed that the 40ml pump may have been too big for his body size. It was unknown if there were any diagnostics/troubleshooting performed and the patient was admitted and placed on antibiotics. It was noted his pocket site was also dressed. The issue was not resolved at the time of the report and the patient¿s status was ¿alive-no injury.¿ surgical intervention was scheduled for (B)(6) 2019. The patient¿s weight was unknown, but the rep would follow-up for more information. The patient¿s medical history included cerebral palsy. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient underwent a catheter/pump revision on (B)(6) 2019. The physician opened the anchor site of the catheter in the back, attached a new proximal pump segment and tunneled the new segment to the opposite side (right) of the existing eroding pump. He then implanted a smaller (20ml) pump in the new pocket and attached to new proximal segment. He then closed the back incision and the new pump pocket incision. The patient was repositioned from lateral to supine, where the physician then removed the eroding 40ml pump and existing proximal catheter segment. Some of the tissue near the erosion site was removed and the now empty pump pocket was closed. The patient was hospitalized from (B)(6) 2019 and was discharged (B)(6) 2019. The patient was doing well at this time. The issue was resolved. The explanted devices were disposed and would not be returned to the manufacturer for analysis.

Manufacturer narrative:
Continuation of d11: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter pr oduct ID 8709sc lot# serial# (B)(6) implanted:(B)(6) explanted: (B)(6) product type catheter additional review determined that information pertaining to manufacturer's report # 2182207-2020-00097 [incision reopened, anchor ex posed] was previously reported under this manufacturer's report (3004209178-2019-23693). Additional information regarding that event will be reported under this manufacturing number 3004209178-2019-23693 [pump and catheter erosion]. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the patient was brought back to the operating room (or) for removal of pump and catheter. It was noted the patient's incision reopened in their back their anchor was exposed. Therefore, the patient's entire system was explanted on (B)(6). No further information was reported. Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) reported the hcp initially reported the information to the rep. The event occurred on 2019-dec-09. The pump and catheter serial numbers were provided. It was noted the situation has been resolved. The pump and catheter were discarded. No further complications were reported.